Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The pump settings were examined on (B)(6) 2015 and the event logs revealed a motor stall occurred on (B)(6) 2015 at 11:44 and recovered at 12:09. It was further reported the patient was provided with a pacemaker magnet to allow the patient to stop infusion in case they were not tolerating changes to the medication. The patient may have used the magnet on that day, but it was unknown if this was the cause of the stall or not. Patient symptoms were not reported and no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was being used to deliver hydromorphone, clonidine, and bupivacaine.